Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient experienced elevated lactate dehydrogenase (ldh) of 754 u/l on (B)(6) 2017. Patient was started on persantine and ldh had lowered to 490 u/l. Inr was at 2.2 on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. The patient remains ongoing on lvad support. A direct correlation between the pump and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.